Event description:
During the dialysis fistula procedure, the valve was leaking. The device was removed and the physician used another device to complete the procedure. There was a small amount of bleeding from patient but it was noticed quickly so there was no harm to the patient. No additional procedures or intervention were required due to this occurrence. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedure nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawings, manufacturing instructions, quality control and trends was conducted during the investigation. No product was returned to assist in the investigation of this complaint without the benefit of returned product, we can not definitively determine the root cause of this failure mode. Although the device was not available for testing, we have confirmed similar complaints involving this device for leakage of the check-flo valve assemblies used on this introducer. Excessive adhesive or the seepage of adhesive up inside the cap would not allow for proper seating of the silicone disc, nor would it allow for proper curing during the uv curing procedure. Excessive glue caused the valve to leak. The failure mode resulted in moderate harm to the patient. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During the dialysis fistula procedure, the valve was leaking. The device was removed and the physician used another device to complete the procedure. There was a small amount of bleeding from patient but it was noticed quickly so there was no harm to the patient. No additional procedures or intervention were required due to this occurrence. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedure nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.